Event description:
A manufacturer representative reported a "poor" message appeared on a consumer's patient programmer (pp). Additional information received from the representative clarified that it was an oor (out of range) message displayed on the pp. The consumer noted that there was no change in therapy outcome but was afraid about the message because she did not know its meaning. The consumer met with the representative and doctor to review the system. The therapy impedance and poles were checked and high impedance was found with all combinations using the 8th pole on the right lead, which was active. The doctor requested the representative change the program to turn off the 8th pole and activate the 9th pole. Therapy impedances were checked again and were fine, so the representative closed the session and read the consumer's ins with her pp and saw that the oor message was not displayed again. It was noted that after the representative, the doctor started a new session with her clinician programmer and did a programming session with the consumer to evaluate the clinical outcome with the new poles combination and to find a better clinical outcome as part of the consumer following. No symptoms were reported.